Manufacturer narrative:
The unit was sent to biomed for investigation. A faulty component was found on the pc 1585/1586 bd. The board was replaced, recalibrated and tested by biomed with no further problems. This unit was placed back into service. (B)(4). Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Unit was set up on test lung. After approximately 3 minutes, a burning smell was noticed. (B)(4)